Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion that was discovered during a final pack test.